Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged one day post-implant. Resulting defibrillation thresholds (dfts) were unacceptable, therefore the physician attempted to reposition the lead. Attempts to reposition the lead were unsuccessful, as placement was made difficult due to tissue in the helix. The lead was removed from the patient and a second lead was implanted.